Event description:
Linvatec irrigation machine began increasing irrigation flow from low up to 1700 ml/min. Side of tubing split at side. Called biomed tech who set up 2nd set tubing and purged same lot#. Repeat occurrence same as first. 3rd set of tubing set up + functioned properly (different lot #).